Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06310 and 1627487-2015-06311. It was reported ((B)(6)) the patient went to the hospital due to redness and swelling at the wound site. Blood tests taken confirmed the patient's wound was infected. Surgical intervention took place on (B)(6) 2015 at which time the patient's physician noticed only the extensions were infected. As a result, the patient's extensions were explanted and their lead remains implanted. The patient was prescribed antibiotics and will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06310 and 1627487-2015-06311. Additional information received identified the patient's infection spread to the lead site, and as a result, the patient's scs lead was explanted on (B)(6) 2015. The patient was prescribed antibiotics and will continue to be monitored by their physician to determine if any further action is necessary to address the issue.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report #1627487-2015-06310 and 1627487-2015-06311. Additional information received identified the patient's infection has reportedly resolved.